Event description:
The daughter of an (B)(6) old female pt, called zoll customer support to report that one of the pt's battery packs does not appear to be properly charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The reported problem (battery not charging properly) has been confirmed. The cause of the charging problems was a broken white wire within the battery pack where the wire attaches to the printed circuit board. The root cause of the broken wire could not be positively identified but may have been caused by a severe shock from dropping the pack. No adverse event was caused by the detached wire. The pt received a replacement battery pack.